Manufacturer narrative:
The investigation determined that discordant negative vitros hivc results and discordant negative vitros hbsag results were obtained when a customer processed a vitros quality control (qc) fluid on a vitros 3600 immunodiagnostic system. The root cause of the event was determined to be user error due to incorrect cleaning maintenance. The vitros 3600 immunodiagnostic system in use during the event was operating as intended. An ortho laboratory specialist (ls) identified a pattern in the customer¿s results that established that the customer was obtaining discordant results when cleaning was taking place in the customer¿s laboratory. The ortho ls further established that the cleaning solution used as a hypochlorite solution. The customer was advised not to use this type of solution for cleaning of the laboratory environment as this category of cleaning solution has the potential to cause erroneous results on the vitros system and is not in line with ortho cleaning procedures. Following the ortho ls instructions, the customer ceased using the hypochlorite cleaning solution immediately. Review of customer results following the change of cleaning product showed all results to be as expected and no further discordant results had been observed. Ortho ls actions have returned the vitros system to expected operation. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. Email address for contact office in field above is (B)(6).

Event description:
A customer obtained discordant negative vitros hivc results and discordant negative vitros hbsag results when processing a vitros quality control (qc) fluid on a vitros 3600 immunodiagnostic system. Vitros anti-hiv 1+2 lot 0930 qc fluid, vitros hivc results of 0.426 and 0.300 s/c (negative) versus the expected result of reactive vitros hbsag lot 1080 qc fluid, vitros hbsag results of 0.358 and 0.142 s/c (negative) versus the expected result of reactive biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The negative results were obtained when the customer was processing a non-patient fluid. However, the investigation cannot rule out patient sample results would not be affected if the event were to recur. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4)..